Event description:
Paramedics responded to a person described as unconscious and having difficulty breathing. The pt was connected to the device with disposable defibrillation/ECG electrodes and observed to be bradycardiac/asystole. A decision to externally pace the pt with the device was made but, according to the reporter, the device's display blanked each time the "pacer" button was pressed. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. This opinion was based on info provided to the reporter by the paramedics attending to the pt.